Manufacturer narrative:
B3: date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they had an emg done about a couple weeks ago and they did not turn their stimulator off. Patient said they were totally incontinent of urine right after the test. Caller stated that usually they just have to change their pad in the morning and at night. Patient asked if the emg could affect their bladder. Agent reviewed information about emg and redirected patient to healthcare provider to further address the issue.